Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found defective tip in hand piece. The reported condition was confirmed. The returned sample does not meet the manufacturer's specifications as it was evident during product analysis that the tip of the griff pen did not retract completely, leaving an exposed tungsten portion above specification. The investigation found the most probable cause to be the an assembly failure during the manufacture. Containment action is not required for the entire batch produced because it is a very low occurrence failure as 100% of the products are tested, a easy detection defect, no complaint history and low risk to the user / patient. The hand piece was replaced by a new one to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, the tip of the pen did not retract and the knife blade was extended. Thus, it was not possible to use the device. There was no patient injury. There was no further information available.